Manufacturer narrative:
The ndi camera polaris spectra, part number pfsr200027, intended for use in treatment, was not returned for evaluation; thus, a visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H3, h6: the ndi camera polaris spectra, part number pfsr200027, s/n (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was completed. The reported problem was confirmed. The camera was connected to a navio system and a case created. The camera infrared failure error displayed. An event file assessment was completed. The reported problem was confirmed. The event log identified numerous illuminator current faults. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The most likely cause of this event is an electrical failure of infrared camera led board. The camera is an OEM product and cannot be disassembled further to arrive at a root cause. This failure mode is identified in the navio risk profile. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities

Event description:
It was reported that, during set up for a navio-assisted pfa surgery, a warning screen appeared while using the ndi camera polaris spectra. They were able to completed the procedure without any delay. The patient was not harmed.